Event description:
It was reported an asymptomatic patient presented remotely via merlin.net transmission. The patient's right ventricular lead exhibited noise. No intervention or additional information was reported.